Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was implanted in a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, during a ptc (percutaneous transhepatic cholangiography) rendevous case where the guidewire was placed by interventional radiology, the advanaix stent was placed using the guidewire. When the physician was going to deploy the stent, he requested the guidewire be cut by the biopsy channel of the duodenocope. The physician requested the guidewire to be cut to prevent contamination, as the physician was expecting this portion of the guidewire to be pulled back through the patient's liver. The cut portion of the guidewire was attempted to be removed from the patient via the ptc site but became stuck when removing from the patient. The physician asked for the stent to be deployed with the guidewire still in place. After deployment, the guidewire was still unable to be removed from the patient via the ptc site, so the physician removed the delivery catheter and guidewire through the ercp scope. All devices were removed from the patient. After stent deployment it was noted that the distal flange was detached, it was found inside the ercp scope. Apparently the cut edge of the guidewire caught either the suture or flange of the stent. The stent reportedly migrated proximal into the common bile duct and the procedure was completed with this device. The stent is still implanted in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.